Manufacturer narrative:
Block h6: imdrf device code a150207 captures the reportable event of delivery system difficult to remove.

Event description:
It was reported to boston scientific corporation that a wallflex biliary uncovered stent was implanted in the bile duct to treat a malignant long stricture between the left intrahepatic duct and the common hepatic duct during an endoscopic retrograde cholangiopancreatography (ercp) with stent placement procedure performed on (B)(6) 2024. The patient's anatomy was tortuous and was dilated prior to stent placement. During the procedure, the stent was able to be deployed; however, the delivery system could not be removed. They attempted to resheath the stent but was unable to proceed past halfway up the duct. Subsequently, the delivery system was cut using a rat-tooth forceps from inside the patient while a standard scissor was used from the outside of the biopsy cap. The stent remained implanted along with a portion of the inner sheath. Another wallflex biliary uncovered stent was implanted stent-in-stent to complete the procedure. There were no patient complications reported as a result of this event.